Manufacturer narrative:
On 7-25-2023, the following information was reported: the customer experienced a low blood glucose (bg) level below 54 mg/dl. Reportedly, the customer continued to use the pump without continuous glucose monitor sensor readings resulting in the inability of the pump software to stop basal insulin delivery prior to the low bg event. Customer administered a glucagon injection to initially treat the low bg. At the hospital, healthcare providers administered a glucagon injection and intravenous fluids of saline to address bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer was released from the hospital on the same day with the issue resolved and no permanent damage. D4 (serial number), h4, h6 (add user error statement "the pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."), h10 (remove code 67, add code 61).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; bg value was not provided. The cause of the low bg is unknown; however, the customer stopped and restarted a sensor session on their own prior to the event. The customer was subsequently hospitalized; however, no additional information was reported pertaining to treatment received to address the low bg. No additional patient or event information was provided.